Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged three false positive results for three different patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Three mdrs will be filed per the FDA guidance. Originally the customer tested 4 different patient samples on a liat analyzer with the serial no. (B)(4) (reagent batch no. 01207x). All four samples generated a positive result for sars-cov-2. The customer wanted to check the plausibility of results measured with the liat system and repeated the original four samples, on a different platform. A negative result was obtained for three out of the four patients. The positive result for the fourth patient was confirmed. The three initial false positive results on the liat were attributed to a possible reagent batch problem for batch 01207x by the customer. Therefore, the same patient samples were tested for a third time on the same liat (serial no. (B)(4)) this time, with another batch of reagent (reagent batch no. 10104y). All the three patient samples tested negative for sars-cov-2. An investigation to evaluate the issue is ongoing.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed.

Manufacturer narrative:
Per the method sheet, samples can be stored at room temperature for up to 4 hours. As the alleged samples were stored at room temperature for over 4 hours between the initial testing and retests, the retest results are not reliable. The internal control (ic) for both retests has a CT that is delayed by about 5 cycles compared to the initial tests, which suggests that the samples were negatively impacted by the extended storage at room temperature. The times for the genexpert® tests could not be provided. Therefore, it cannot be determined if those results are reliable. If the genexpert® tests were performed soon after the initial liat tests, then reasons for the discrepant results could include differences in method sensitivities or mutation. The genexpert® test targets different regions of the virus than the liat test; a mutation in those regions could cause a negative result. (B)(4).